Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep reseated all workstation circuit boards and connectors.